Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm readings which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient and his wife were watching tv when his dexcom alerted to a low mg/dl reading. No bg meter comparison was done at this time. The patient treated the low mg/dl with ¿sugar and water¿. However, after treatment, the cgm continued reading low mg/dl. At some point, the patient lost consciousness and the patient¿s wife called 911. Emergency medical service arrived and transported the patient to the hospital. At the hospital, the cgm was reading low mg/dl and the bg via lab work was 1334 mg/dl. While at the hospital, the patient also suffered a heart attack and was admitted to the intensive care unit (ICU) for three days. It is unclear if the patient¿s hyperglycemia contributed to the heart attack. The patient was treated with insulin and metformin. After the ICU, the patient was transferred to a regular hospital room for 2 days. Then the patient was transferred to another hospital (heart and vascular) for 8 days before he was discharged home. The patient was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient lost consciousness. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0612 ischemic heart disease.